Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. The patient was prescribed chemotherapy in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device were completed by the manufacturer and found evidence of no contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of a dark unknown contaminant on the top enclosure, ui panel, rear panel, and side panel, an unknown dust contaminant on the blower and blower outlet seal, a dark contamination with the keratin contamination around the blower seal in the blower box, a piece of blue (plastic-like) particle in the blower box. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer concludes the contaminates found were consistent with a dark contamination with the keratin contamination around the blower seal in the blower box, a piece of blue (plastic-like) particle in the blower box and a dark unknown contaminant on the top enclosure, ui panel, rear panel, and side panel, an unknown dust contaminant on the blower and blower outlet seal were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer. The patient was prescribed chemotherapy in response to the reported event. Related to a CPAP device's sound abatement foam. Additional information was received about the alleged eye irritation, lung disease. Sections e1 and section h6 health effects: clinical codes has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. The patient was prescribed chemotherapy in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.